Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's wound has healed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported that approximately one week after an implantable pulse generator (ipg) was implanted, drainage was observed at the ipg implant location. Patient was seen by the physician assistant (pa) at the implanting physician's office. Pa stated drainage was from a pocket of fluid in the ipg pocket site. The pa expelled a small amount of fluid and fresh steri strips were applied. Patient was placed on prophylactic antibiotics. Patient to continue following up with the physician.